Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000485. A medtronic representative went to the site to test the equipment. Testing revealed that the cmos battery inside of the mobile viewing station (mvs) computer was dead. The battery was replaced and all bios setting reset. The software on the mvs was found to be corrupt. Software version (B)(4) was installed and a system checkout performed. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in init ializing. The site had tried reboots with no resolution. There was no patient involvement.